Manufacturer narrative:
Date of explant is unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported an infection was present at the ipg site. As a result, the patient underwent surgical intervention during which the system was explanted approximately in (B)(6) 2020 to address the issue.